Event description:
It was reported that the event occurred in the pediatric care unit after insertion of the catheter when the user had difficulty removing the spring wire guide (swg). The catheter was observed to have a crack approx 2 cm long on one of the three lumens and the swg was twisted, forming a wire loop. As a result, the catheter and swg were removed. A new set was opened and inserted successfully. There was no medical/surgical intervention required. There was a delay or interruption in therapy with no harm to the pt. There was no report of pt death, complications or injury. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.